Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 8. On (B)(6) 2020, non-osseointegration was verified. No product was returned to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
This report was found to be a duplicate of importer report number 0001222315-2020-09615.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 8. On (B)(6) 2020, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.